Manufacturer narrative:
D4 -corrected to: model # vicmo 12.6 in the initial MDR d4 -corrected to: catalog # n/a in the initial MDR d4 -corrected to: serial # (B)(6) in the initial MDR d4 -corrected to: lot # n/a in the initial MDR d4 -corrected to: expiration date 30-jun-2026 in the initial MDR d4 -corrected to: primary unique device identifier (UDI) #: (B)(6) in the initial MDR. Claim #(B)(4).

Manufacturer narrative:
(B)(4)

Event description:
A facility representative reported following an implantable collamer lens (icl) implantation procedure, the patient experienced excessive vault. In a separate visit the lens was exchanged for a replacement lens and the problem was resolved. It should be noted that the patient's acd was less than 3.0mm at the time of implantation. Therefore there is not enough safety and effectiveness data to support implantation in this patient category.